Event description:
Reporter indicated a vns therapy patient is experiencing an increase in seizure activity. The patient's pre-vns seizure activity level is unknown. The physician reported the patient's generator is at end of service and a battery life calculation confirmed the generator to be at end of service. The patient is scheduled to undergo a generator replacement surgery. Good faith attempts to obtain additional information have been unsuccessful to date.